Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead exhibited high capture thresholds. The reported lead was not implanted and the procedure was completed with an alternative lead on (B)(6) 2023. The patient was in stable condition.